Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device evaluaiton:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that there was foreign fibrous material left behind by a cleaning instrument causing the locking mechanism to malfunction. The assignable root cause was determined to be due to improper cleaning, which was a failure to follow directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device would not tighten with the blade device on the drill device but would tighten when the blade device was not on the drill device. The reported event was not reported to have occurred during surgery. There were no delays in the surgical procedure as an identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.